Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant result was inadequate sample mixing of the sample tube. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant results for hemoglobin (hgb) were obtained on an advia 120 instrument. The initial result was reported and was questioned by the physician. The samples were re-tested and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant hemoglobin results.